Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the tilt was constantly binding and wouldn't allow the system to be homed. The rep replaced the gantry motion controller and the tilt function became instantly better. The tilt only bound up once in ~20 tilts. The medtronic representative also replaced the tilt drive assembly and tested the system by restarting it, rehoming it, and running the tilt through full range of motion without a single bind or error. A successful system checkout was performed which verified that the issue had been resolved. The replaced gantry motion controller and tilt function was sent to the manufacturer for part analysis. During part analysis there was a confirmed electrical failure with the tilt function. There was no confirmed failure for the gantry motion controller.

Event description:
A medtronic representative reported that the imaging system's gantry would not tilt during a demo. All other motions performed properly. The invalidated home and attempted to rehome the system, but during the re-homing process, the system would not complete the door step. After multiple reboots, the rep was able to successfully rehome the system and the issue was resolved. No patient was present during the time of the reported incident.